Manufacturer narrative:
The biomedical engineer reported: "this morning at 8am the rns on 4a locked up and was not operational. The rns displayed the sectors, but no waveforms. When the mouse was moved the windows 7 wait circle showed on the screen and would not allow any actions to be taken with either the mouse or keyboard. We were forced to hard reset the monitor to get the central station rns to work again." The war room was unaffected by the rns lockup, and they were able to monitors the patients. The 4a unit is now operational. No patient harm was reported. Additional model information: concomitant medical products: the following device was used in conjunction with the model #: ni, serial #: ni.

Event description:
The biomedical engineer reported: "this morning at 8am the rns on 4a locked up and was not operational. The rns displayed the sectors, but no waveforms. When the mouse was moved the windows 7 wait circle showed on the screen and would not allow any actions to be taken with either the mouse or keyboard. We were forced to hard reset the monitor to get the central station rns to work again."